Manufacturer narrative:
Further investigations of the sample were able to duplicate the values generated at the customer site. The differences of the tsh values, generated with the different analyzers, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used.

Manufacturer narrative:
Expiration date is may 2021. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant thyroid test results for one patient sample tested on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. The involved tests include the following: the elecsys tsh assay, the elecsys tsh ver. 2 assay, and elecsys ft3 iii. The values measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the tsh assay. Please refer to the medwatch patient identifier (B)(6) for information related to tsh v2 and refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. The sample was initially tested at the customer site on their e 801 analyzer on (B)(6) 2021 and repeated using the wako accuraseed method. The customer treated the sample with a 25 % polyethylene glycol (peg) solution and testing was repeated on the e 801 analyzer. The customer also repeated tsh v2 testing of the sample on the e 801 analyzer after diluting the sample x2, x5, and x 10. The sample was repeated on an abbott architect. The sample was also provided for investigation, where it was tested on a second e 801 analyzer and an e411 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 454296, with an expiration date of may 2021 was used on this analyzer.